Manufacturer narrative:
This supplemental is to correct the brand name and model number of the product.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: a review of the black box and alarm history revealed call service alarms. The pump alarmed with a call service alarm during investigation. Investigation revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).